Event description:
An explanted neurostimulator was returned with no information. It was noted that the explanted device was replaced with another neurostimulator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 435135 (B)(4) implanted: 2009-(B)(6) explanted: 2012-(B)(6), lead model 435135 (B)(4) implanted: 2009-(B)(6) explanted: 2012-(B)(6). Device meets risk-based analysis criteria.

Manufacturer narrative:
Analysis of the neurostimulator model 3116, serial (B)(4) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.